Manufacturer narrative:
The service technician performed the initial evaluation and confirmed the 111e "check vent: cpu pcba adc failed" error code in the event log. Although the reported issue was not duplicated at the repair center, a failure in the central processing unit (cpu) board was suspected. The service technician replaced the cpu board and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 111e "check vent: cpu pcba adc failed" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. Per the service technician, although the reported issue was not duplicated at the repair center, a failure in the central processing unit (cpu) board was suspected--the cpu board needed to be replaced. The investigation is ongoing.

Manufacturer narrative:
The product investigation lab (pil) technician confirmed that the 111- error code: check vent: central processing unit (cpu) printed circuit board assembly (pcba) analog direct current (adc) failed alarm error code was logged two times in the log. Neither the occurrence nor the 111e alarm error code could be duplicated at the pil during the boot up of the cpu pcba or standard test bed (stb) operation using the cpu pcba. The stb operated without any issues or error code on power sources consisting of the alternating current (ac) exclusively, internal battery exclusively, and the combination of ac and internal battery together. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification. In addition, the technician verified through the use of the suspect cpu pcba the standard test bed passed output controls testing for wrap counts. The technician purposely generated an alarm condition by the temp disconnect of the prox. Tube from the prox. Port of the stb and verified that the alarm for prox was generated as expected. The cpu pcba operated as expected. This customer complaint resulted in a no problem found.